Event description:
It was reported that a Ventricular Assist Device (VAD) patient presented to the emergency department with shortness of breath and a reported issue with the controller.  The controller was found off and connected to totally depleted batteries. The VAD was reported to have stopped and been off for a prolonged period of time. The patient reportedly installed different batteries and the VAD started, but those batteries also depleted and the VAD turned off again. The controller and VAD were restarted on the first attempt and the parameters returned to baseline. Upon admission the International Normalized Ratio (INR) was 1.0, the patient was admitted to the CardioVascular Intensive Care Unit (CVICU) and receiving anticoagulant bridge therapy.  Log file review revealed multiple low flow alarms, controller fault alarms and loss of power events. The controller and VAD remain in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional Products: D1: HEARTWARE VENTRICULAR ASSIST SYSTEM. Controller D4: Model #:  1420 / Catalog #:  1420 / Expiration Date: 30-SEP-2025 / Serial or Lot#: (b)(6). D9: No H3: No H4: Mfg Date: 20-SEP-2024 H5: No. H6: the codes present in Section H6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.